Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch device report: 2032227-2014-03579.

Manufacturer narrative:
Inspected one opened and used enlite sensor. Found sensor separated from sensor's base. Missing needle. Customer's complaint was against the serter.

Event description:
It was reported that two of the sensors were stuck in the serter. The blood glucose reading is 200 mg/dl. The blood glucose treated with bolus. Nothing further reported.